Manufacturer narrative:
H6: device code 2017 - failure to follow steps/instructions. Visual inspections were performed on the returned device. The reported failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the perclose proglide instructions for use states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device prior to an endovascular aneurysm repair (evar) procedure. Reportedly, after needle deployment, the footplate lever was retracted. The feet did not close as expected. Several attempts to advance and retract the device were made without the feet closing. Significant resistance was felt. The entire device was pulled out of the access site with the footplate open; vessel damage was noted. Another proglide suture had been pre-placed. The evar procedure was completed using a 16f sheath. The pre-placed proglide suture was used to achieve hemostasis; however, hemostasis was not completely achieved. Manual compression was applied out of concern for the artery. No long term patient sequela was noted. There was no a reported clinically significant delay in the procedure or therapy.